Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat. The erroneous results were reported outside of the laboratory. The initial hcg stat result was 184.4 miu/ml. This result was reported outside of the laboratory. The patient went to a different laboratory and he got a negative hcg result. The actual result was not provided. The patient returned to the customer's site on 09/07/2015 where the original sample was repeated twice. Both results were <0.5 miu/ml. No adverse event occurred. The hgc stat reagent lot number was 179277. The expiration date was not provided. Calibration and quality controls were acceptable.

Manufacturer narrative:
Instrument maintenance has been performed by the customer and the field service engineer (fse) as recommended. The fse checked the contamination of the instrument and did not identify any issues. It was noted that one "abnormal sample aspiration" alarm occurred on (B)(6) 2015. It was noted that the sample draw volume was too low & there were not enough inversions performed. There is no indication of a general reagent or instrument issue. Based on the available data, the most likely root cause for the erroneous result was insufficient pre-analytics. A contamination of the reaction cup cannot be excluded.